Manufacturer narrative:
Updated field: f10 device code: added difficult to advance.

Event description:
It was reported that the filter unexpectedly deployed. The target lesion was in the carotid artery. A 190 cm mt filterwire ez was selected for use. During the procedure, it was noted that the filter unexpectedly deployed before the target lesion, which if continued, will potentially damage the blood vessels, so it was removed using an angio catheter. The procedure was completed with another of the same device. There was no problem with the patient. It was further reported that the target lesion was in the moderately calcified vessel. Furthermore, the device was difficult to advanced through the guide catheter and resistance encountered while advancing it through the vessel.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in deployed state. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. The wire was exposed through the delivery sheath. Also, the spring tip was bent and stretched.

Event description:
It was reported that the filter unexpectedly deployed. The target lesion was in the carotid artery. A 190 cm mt filterwire ez was selected for use. During the procedure, it was noted that the filter unexpectedly deployed before the target lesion, which if continued, will potentially damage the blood vessels, so it was removed using an angio catheter. The procedure was completed with another of the same device. There was no problem with the patient. It was further reported that the target lesion was in the moderately calcified vessel. Furthermore, the device was difficult to advanced through the guide catheter and resistance encountered while advancing it through the vessel.

Event description:
It was reported that the filter unexpectedly deployed. The target lesion was in the carotid artery. A 190 cm mt filterwire ez was selected for use. During the procedure, it was noted that the filter unexpectedly deployed before the target lesion, which if continued, will potentially damage the blood vessels, so it was removed using an angio catheter. The procedure was completed with another of the same device. There was no problem with the patient.